Event description:
A report was received that the patient was experiencing difficulties charging her ipg. A bsn representative performed troubleshooting on the device and confirmed premature battery depletion. The patient underwent surgery to replace the ipg.